Manufacturer narrative:
Inspection of the device is pending. Further investigation should confirm the root cause. Investigation results will be provided within a final report if new information will become available.

Event description:
It was reported that the iled 7 or light burned a patient. Further details of the initial alleged injury associated with the device are pending. This report was filed in our complaint handling system as complaint #(B)(4).

Event description:
It was reported that the iled 7 or light burned a patient. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
A field service technician went on site to the hospital to speak with the or staff and to evaluate the surgical light. The light system was checked and no abnormalities or technical defects were identified. During the visit the technician stayed present in the operating room during a surgery to take a closer look at handling. Deficiencies in handling were observed. Two light heads were positioned at the surgical field (overlapping light fields). The intensity was not lowered, it was left at the highest intensity. Based on this information there was no malfunctioning of the surgical lights and they functioned as intended. The device IFU contains information that wound drying and burns may occur if the light fields are overlapped. To avoid this, the light fields should not be overlapped and/or the intensity must be decreased. Therefore, this event is not considered a reportable event (serious incident) as no malfunction of the surgical light was confirmed and no serious injury did occur. The root cause was traced to a user error. The customer will be trained again by hillrom/baxter for the correct handling of the surgical light according to the IFU.